Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Health care professional (hcp) was unable to load patient's device due to fault code. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted, and a new device with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Health care professional (hcp) was unable to load patient's device due to fault code. This device remains in service. No adverse patient effects were reported.